Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: a review of the device history shows no evidence of short battery life; multiple cs128-fb80 replace battery alarms were observed. The battery compartment was found to be cracked at threads. There was moisture corrosion observed in the battery compartment. A leak test was performed and a battery compartment leak was confirmed. During testing, the pump alarmed with a cs128-fb80 upon the first rewind attempt. Further testing was unable to be performed due the recurring alarm. The pump¿s cover was removed and additional moisture corrosion was found to the pcb. The complaint of a battery life issue was not able to be adequately investigated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.